Manufacturer narrative:
Device evaluated by MFR:returned product consisted of a solent proxi thrombectomy system with no other device. The pump, shaft, and tip were microscopically examined and there were no damage or irregularities. A functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ proxi catheter was selected a thrombectomy procedure in the dialysis graft in the arm. The device was primed and introduced into the patient. After a couple seconds of aspiration, a check catheter error displayed. Rebooting the device did not resolve the issue. Another of the same device was used to complete the procedure. There were no patient complications and the patient was fine.

Manufacturer narrative:
(B)(4).device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ proxi catheter was selected a thrombectomy procedure in the dialysis graft in the arm. The device was primed and introduced into the patient. After a couple seconds of aspiration, a check catheter error displayed. Rebooting the device did not resolve the issue. Another of the same device was used to complete the procedure. There were no patient complications and the patient was fine.